Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the telescope broke during the procedure" surgery was prolonged more than 60 min. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-02218, 9610617-2025-02219, 9610617-2025-02220, 9610617-2025-02221.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).